Event description:
Patient's primary eye care professional initially contacted affiliate 12/29/2006 to report that the patient was diagnosed with an "infection" in the left eye. The patient presented to primary eye care professional after event resolved. Patient reported wearing the contact lenses extended wear for two days prior to event. The treating ophthalmologist was contacted and reported that the patient was diagnosed with a bacterial peripheral ulcer in the left eye. The patient was treated with zymar and ciloxin drops. No further information is available. No additional information is expected to be received.

Manufacturer narrative:
Lot history of the product in question indicates the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.